Event description:
A malfunction on the pump was reported by the caller. The customer did not check their blood glucose levels but mentioned feeling fine, so no adverse impact was noted. Technical support assisted the caller in resetting the pump, with no further malfunction codes recurring after the reset. The caller was advised to contact technical support again if the issue reappeared. .